Event description:
Info received indicates, the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend switch arm bent. The technician adjusted the switch arm to repair the bed.